Event description:
Medtronic received information that no delivery/occlusion alarm during therapy occurred. Customer reported high blood glucose level on the insulin pump. Customer reported insulin flow blocked alarm. Customer's blood glucose level at the time of incident was 595 mg/dl and at the time of call was 130 mg/dl. Customer was using insulin pump within 48 hours of the reported event. Customer was in emergency room as a result of hyperglycemia. Customer treated themselves with insulin pen injection. Customer did not allege insulin pump for under delivery.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.